Manufacturer narrative:
The cause for the discordant results is unk. A siemens' rep reviewed the qc and calibration data and no issues were identified. The instrument is performing within specification. No further eval of the device is required. The IFU states in the limitations section: "persistent serum hcg results in the range of 10 to 100 miu/ml (more typically 10 to 50 miu/ml) over several months suggests that the pt's blood may contain an interfering substance and produce erroneous results. This kit is not intended for any use other than assessment of pregnancy status."

Event description:
Positive advia centaur total hcg pt results were obtained and reported to the physician. The results were consistently positive for total hcg with no sign of pregnancy. A sample from the pt was sent to a different lab for testing on the advia centaur xp and the results were similar. The pt sample was run an alternate method and urine test. The results were negative. The ultrasound was negative. The physician queried for ectopic pregnancy/ secreting tumor. Pt was given methotrexate on (B)(6) 2010. There was no report of adverse health consequences due to the discordant total hcg results.